Event description:
It was reported that during mechanical thrombectomy with a subject device for a clot located to left middle cerebral artery (mca) m1 and m2 segment, vessel perforation at the posterior division of left mca occurred that required administration of pharmacological agents (IV tissue plasminogen activator (tpa), cryoprecipitate volume 146 and praxibind 5.0 g IV). There was intracranial hemorrhage (ich) presumably due to the vessel perforation and not definitely symptomatic. The ich required medical management. Three days post- procedure, a first seizure occurred and patient required intubation and IV pharmacological agent (keppra - unknown dosage). Another seizure (not documented until 14 days post-procedure) occurred and keppra dosing was increased. According to the physician, the vessel perforation was related to the subject device or the procedure, the ich was related to the procedure, unknown if related to the device, the seizure was ¿possibly/unknown¿ related to the device or the procedure. Patient was discharged to an extended care facility. The physician stated that there was no adverse consequences to the patient from seizure. The increase in nihss scores at day 5-7 was likely related to the temporal lobe hemorrhage as well as progression of the posterior division mca stroke.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with a subject device for a clot located to left middle cerebral artery (mca) m1 and m2 segment, vessel perforation at the posterior division of left mca occurred that required administration of pharmacological agents (IV tissue plasminogen activator (tpa), cryoprecipitate volume 146 and praxibind 5.0 g IV) . Three days post- procedure, a first seizure occurred and patient required intubation and IV pharmacological agent (keppra - unknown dosage). Another seizure (not documented until 14 days post-procedure) occurred and keppra dosing was increased. According to the physician, the vessel perforation was related to the subject device or the procedure and the seizure was ¿possibly/unknown¿ related to the device or the procedure. Patient was discharged to an extended care facility. The physician stated that there was no adverse consequences to the patient from seizure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; however, vessel perforation, patient complications, patient hemorrhage are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that during mechanical thrombectomy with a subject device for a clot located to left middle cerebral artery (mca) m1 and m2 segment, vessel perforation at the posterior division of left mca occurred that required administration of pharmacological agents (IV tissue plasminogen activator (tpa), cryoprecipitate volume 146 and praxibind 5.0 g IV) . There was intracranial hemorrhage (ich) presumably due to the vessel perforation and not definitely symptomatic. The ich required medical management. Three days post- procedure, a first seizure occurred and patient required intubation and IV pharmacological agent (keppra - unknown dosage). Another seizure (not documented until 14 days post-procedure) occurred and keppra dosing was increased. According to the physician, the vessel perforation was related to the subject device or the procedure, the ich was related to the procedure, unknown if related to the device, the seizure was ¿possibly/unknown¿ related to the device or the procedure. Patient was discharged to an extended care facility. The physician stated that there was no adverse consequences to the patient from seizure. The increase in nihss scores at day 5-7 was likely related to the temporal lobe hemorrhage as well as progression of the posterior division mca stroke.